Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert (lia) on the right ventricular (rv) lead triggered by high rate non-sustained episodes, sensing integrity counter (sic), and had rv pacing lead impedance variation that be came high. It was also noted that there was rv oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.